Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated by the failure analysis team. The instrument was found to have thermal damage on the molded insulator located at the grip tips. Electrical continuity test was performed and passed.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was damaged. The procedure was continued as planned with no reported injury.